Event description:
The pt is being treated for a small wide-necked aneurysm with very difficult angle for access per received report. Due to a previous rupture, an enterprise stent was placed. As micrus coil was introduced, it would not detach due to severe angle required to enter into the aneurysm. As the coil was removed and replaced by orbit coil, the coil would not detach either most likely because the device positioning unit (dpu) was bent. At this point, an enterprise 2mm stent was deployed while "jailing" in the microcatheter. Another micrus microcoil successfully deployed and detached. After a run, the coil had migrated out of the aneurysm, past the stent and out to the far distal middle cerebral artery (mca). Physicians commented that there were still flow beyond it without limitations and the pt was doing well. No complications noted.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.